Event description:
A contractor working at the sacred heart hosp site located in (B)(4), requested admittance to the imris or/dr suite. While there the contractor brought a chair from the control room into the diagnostic room where the magnet was located. The chair brought in was mr unsafe and was pulled into the magnet. The suite was not in use at the time and there were no injuries to any personnel. Under the direction of the hosp mr administration, the chair was later removed through use of nylon straps without ramping down the magnet. The magnet was allowed to settle over the weekend. On tuesday morning, hosp personnel ran the standard qa tests and the system passed. The system is now up and running. Physical damage to the magnet covers was minor with a few scratches.